Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have had to change out their infusion sets multiple times due to high blood glucose levels. The customer's blood glucose level had been as high as 489mg/dl. The customer declined to troubleshoot for the highs. The customer would be returning set and reservoir for analysis and receiving replacement.

Manufacturer narrative:
Reliability analysis evaluated four open/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.